Event description:
Customer reported a broken touchscreen on their device, leading to a black and non-functional display. There was no reported impact to the customer¿s blood glucose level. The device was set to be returned for inspection, and a replacement pump had been issued with a new serial number.